Event description:
Patient presented to the physician with an infection at the neck incision site. Physician drained the site and prescribed antibiotics. Patient presented back to the physician with continued infection, and the physician prescribed another round of antibiotics. Patient returned to the physician for a follow-up appointment with improvement.